Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet experienced a hypoglycemic event with a recorded glucose of 40 mg/dl while wearing the pump. He ingested juice and ice cream, subsequently lost consciousness, and emergency medical services treated him at home with intravenous therapy and agents intended to raise blood glucose. The user removed the pump during treatment and later reapplied it after eating and returning to range. Symptoms included low blood glucose and loss of consciousness. Outcomes included emergency medical intervention at home with recovery reported within approximately 45 minutes and no hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear and glucagon or similar rescue therapy was administered by responders. It was concluded that no device malfunction was identified and user recovered after treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.